Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep) reporting that the patient was having an scs lead revision scheduled for (B)(6) 2022. Rep reported that the cause was not known. It was unknown if the lead revision resolved the lack of pain relief/only giving rib stimulation. Patient will be programmed at their post-op on (B)(6) 2022. Customer discarded the device. The provided information was confirmed with the physician/account.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2022. Product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2022. Product type lead product ID 977a260 serial# (B)(6). Implanted: (B)(6) 2018, explanted: (B)(6) 2022. Product type lead product ID 977a260, serial# (B)(6). Implanted: (B)(6) 2018. Explanted: (B)(6) 2022. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that they had several reprogramming attempts and still had no relief of pain. The left lead was at t8-9 and only gave rib stimulation while the right lead was midline at t7-8. The patient didn't use the stimulator much because it never helped and she doesn't like to have to charge the battery. Impedances were checked and within normal limits. A revision or explant was planned but had not yet been scheduled. The issue was not resolved at the time of the report.